Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in six pieces. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal and distal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone, consistent with friction to the device can and friction to another device or feature of the heart.

Event description:
It was reported that oversensing noise was noted on the right atrial (ra) lead via a review of remote transmission. The lead was explanted and replaced. The patient was stable.